Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is presumed that due to failure of the focusing unit, lighting is too bright, and it stays bright. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had illumination light issues. When they do the procedure, the light is too bright, and it stays bright. It was not on peak and the bulb was changed last week. The issue occurred during an unspecified diagnostic procedure, completed on a similar device and there was no delay reported. There were no reports of patient harm.